Event description:
It was reported that high pacing impedance and noise was noted on the right ventricular (rv) lead. On (B)(6) 2025, the physician elected to cap and replace the rv lead. The patient condition was stable.